Event description:
It was reported by a stryker quality engineer that a core impaction drill sent in for repairs overheated during the quality investigation testing. There was no pt involvement and no adverse consequence was associated with this event.

Manufacturer narrative:
According to the svc records, the device overheated during testing. Further investigation revealed a damaged motor and other component parts. The damaged parts replaced and the device was cleaned, lubed, adjusted and returned to the customer.